Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 26, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was replicated and attributed to a nonconforming host module. However, how or when the host became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure, the system shut down. The surgery was completed without harm to the patient. Additional information has been requested but not received to date.